Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as oct 16, 2012 in the initial report. The device manufacture date has been updated as nov 5, 2012. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. (B)(4) evaluated the device and observed that the device failed testing for vibration. Therefore, the reported condition was confirmed. It was determined that this was caused by worn and damaged bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed testing for vibration. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.